Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump wake button was "stuck". Customer could not recall the details of the event as it occurred in the past. Blood glucose was not impacted.